Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notification for non-sustained lead noise. On review of the stored egms oversensing myopotentials were suspected. The device was reprogrammed. At a subsequent follow-up, no further noise was reported. The patient was stable after the event.